Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited increased impedance measurements and the physician scheduled imaging of the lead. The physician reviewed the imaging which he believed exhibited an insulation abrasion. On (B)(6) 2018 the patient presented to the hospital for a lead revision procedure. The lead was successfully explanted and replaced. The patient was in stable condition before, during and post surgery and would continue to be monitored.